Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to failure of the drawer. A field service engineer addressed the problem by replacing the controller and the drawer to rectify the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system drawer was not accessible. The customer indicated that they were unable to retrieve drawer 4.4 and confirmed experiencing a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.